Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Unable to verify motor error alarms due to keypad anomaly and the motor was tested outside of device and passed. The insulin pump has minor scratches on lcd window, cracked battery tube threads, with broken belt clip slot and missing end cap sticker.

Event description:
Customer reports to have received a motor error alarm during bolus delivery and during priming. Customer also experienced keypad anomaly. Customer's blood glucose was 150 mg/dl and 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.